Event description:
It was reported that a cartridge alarm 30 occurred. The customer's blood glucose level was reported as "high," with a specific value unknown. The customer addressed the high blood glucose level by administering a correction injection using multiple daily injections and did not require third-party assistance. Technical support confirmed consecutive cartridge alarms and resolved to replace the pump. The customer expressed interest in obtaining an out-of-warranty loaner pump.